Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be could not be identified, nor could the phenomenon be confirmed/duplicated. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
In speaking with the olympus technical assistance center (tac), the customer reported a b30 error. Tac performed troubleshooting steps with the customer (not to improperly swap scope without proper power down and installation; remove any potential foreign materials by wiping electrical contacts, using proper cloths and dry completely). Customer verified the endoscope connector on light source was clean and free of debris. The device was returned and evaluated, and the customer¿s allegation was not confirmed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the evis exera iii xenon light source, there was a b30 error. The issue was found during preparation for use for a diagnostic procedure. There was no patient harm associated with the event.